Event description:
It was reported that the right ventricular (rv) lead had no capture. After removal it was noticed that the helix would not advance or retract. The lead was explanted and replaced. No patient complications were noted as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix was fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism, there was tissue present on helix and the stylet was bent.